Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: patient sustained a distal radius fracture. During the procedure surgeon attached the guide block to the va lcp plate and drilled for the screw from the ulnar side of the most distal hole. After the surgeon inserted the va locking screw, the screw penetrated the plate without any resistance at the radius side hole. The doctor could not remove the screw, so he left it inside of the patients arm. This is 1 of 2 reports for this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. DHR was reviewed with no complaint related anomalies noted.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.